Manufacturer narrative:
Vns therapy system labeling lists heart rate and rhythm changes as a potential adverse event possibly associated with surgery or stimulation.

Event description:
Reporter indicated that the pt experienced bradycardia during a hosp visit following a change in the device parameters. After the parameters were readjusted, the bradycardia resolved. No further cardiac problems have been reported to the physician since the event.